Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure, that had to be cancelled. After the patient was intubated, the physician attempted to cross the septum four times. The radio frequency was delivered each time, but it did not cross the septum. It was noted that the tip of the versacross rf wire was appeared to be bent and charred. Thus, a new versacross kit had to be opened. The physician ended up aborting the case because the anesthesiologist driving the tee alerted him of what appeared to be a hematoma that formed in the right atrium below the aortic valve (cause unknown), and also due to the failure to cross. It was noted that the heart appeared to be very rotated. The patient was discharged, and the physician has plans to bring back the patient at a later date and attempt another watchman implant. The device is not expected to be returned for analysis. No other issues were noted.

Manufacturer narrative:
06oct2023 updated fields e1: initial reporter state and h6 - evaluation result codes were updated, thus the supplemental report will be field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure, that had to be cancelled. After the patient was intubated, the physician attempted to cross the septum four times. The radio frequency was delivered each time, but it did not cross the septum. It was noted that the tip of the versacross rf wire was appeared to be bent and charred. Thus, a new versacross kit had to be opened. The physician ended up aborting the case because the anesthesiologist driving the tee alerted him of what appeared to be a hematoma that formed in the right atrium below the aortic valve (cause unknown), and also due to the failure to cross. It was noted that the heart appeared to be very rotated. The patient was discharged, and the physician has plans to bring back the patient at a later date and attempt another watchman implant. The device is not expected to be returned for analysis. No other issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.